Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to duplicate the reported issue. The bag/vent switch was replaced proactively.

Event description:
The hospital reported that the bag/vent switch was not functioning as expected. There was no report of patient involvement.